Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, system notices had occurred indicating that the refrigerant delivery path was obstructed. The system notice was cleared when another notice occurred indicating that the refrigerant delivery path was obstructed. Then, it was noted that the patient experienced hypotension. An echocardiogram was conducted and a pericardial effusion was confirmed. A pericardiocentesis was performed by the physician but the patient remained unstable. It was noted that the surgeon was then notified of the event and the patient's chest was opened. A clot was removed from the patient's right atrium and the patient stabilized. Also, the surgeon stated that no dissection or puncture was found on right or left side of the heart. The procedure was aborted and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, balloon catheter 2afast28 with lot number 12399-84, and data files were returned and analyzed. Data files showed a system notice unrelated to the reported adverse event. Visual inspection of the catheter showed the shaft was kinked at 3.8 inches and 5.3 inches proximal from the handle. Smart chip verification indicated the catheter was used for two injections. Dissection and pressure testing showed presence of debris in the catheter which was related back to the system notice from the data files, but is unrelated to the adverse event reported. In conclusion, the catheter failed the returned product inspection for issues that are unrelated to the adverse events reported. A clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.